Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-oct-2023. H.6. Investigation summary: one sample model me2020, lot 23049035 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water and was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the male luer. The customer complaint that the set was unable to be flushed was replicated. A quality notification was sent to the manufacturer. From the manufacturers investigation, the potential root cause is due to the incorrect application of solvent and incorrect use of the test equipment by the assembler. A quality alert was generated on august 8th, 2023 to communicate and reinforce the correct solvent application and use of the air fixture to the involved personnel during the assembly process. A device history record review for model me2020 lot number 23049035 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that bd maxguard extension set had occlusion in the tubing. The following was reported by the initial reporter with the verbatim: target: bd tubing will prime as intended. Actual: unable to prime bd tubing (x2); fluid pushes back into syringe. Appears that there is an occlusion somewhere in the tubing. Was able to prime max zero cap and lipid filter with no issues.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set had occlusion in the tubing. The following was reported by the initial reporter with the verbatim: target: bd tubing will prime as intended. Actual: unable to prime bd tubing (x2); fluid pushes back into syringe. Appears that there is an occlusion somewhere in the tubing. Was able to prime max zero cap and lipid filter with no issues.